Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the controller exhibited an electrical fault alarm after removal of the driveline extension cable. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the controller's pump connector. Supplemental testing revealed the controller's driveline port functioned as intended with no anomalies. Log file analysis revealed several vad disconnect alarms, several electrical fault alarms, and a high watt alarm logged on 23-dec-2019. The alarm file revealed that the event was initiated by a vad disconnect alarm logged on 23-dec-2019, at 08:57:09, likely due to the physical disconnection of the driveline extension cable from the controller as described in the event details. The hvad instructions for use cautions that the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. One (1) electrical fault alarm was logged due to 09:03:40 an open phase in the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator, followed by several more electrical fault alarms due to an open phase in the rear stator. This was followed by another vad disconnect alarm logged at 12:17:31, likely due to the reported controller exchange. As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarm event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.